Event description:
Additional information received noted the right ventricular lead was capped and replaced due to oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was scheduled for generator change. Upon right ventricular (rv) lead testing, a history of rv lead noise was noted. The lead was capped and replaced. The patient was stable.